Manufacturer narrative:
(B)(6). Device is a combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01105 and 2134265-2017-01107. It was reported that chest pain occurred. The patient presented with chest pain. The long target lesion was located in the mid to distal circumflex artery. Two synergy¿ drug-eluting stents were deployed to treat the lesion. An additional 2.50 x 8 synergy ii drug-eluting stent was advanced but failed to cross the lesion and the device was removed. The lesion was then dilated and the 2.50 x 8 synergy ii stent was advanced again but it still failed to cross the lesion and the device was removed. However, after the device was removed, the stent was no longer on the balloon and could not be located anywhere. The distal portion was only treated with plain old balloon angioplasty and the procedure was completed. The patient's chest pain persisted and the patient was kept overnight. No further patient complications were reported and the patient's status was fine. The patient has been discharged.